Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the issue with ippc. Review of the log file showed that malfunctioning with frontal ippc. Upon troubleshooting, fse checked the system and confirmed the issue occurred due to incorrect power supply which damaged rotor controller and flat detector cooling unit. Fse replaced the ippc, recreated the image store and as a part of troubleshooting replaced rotor controller and flat detector cooling unit. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.